Event description:
It was reported, that the patient presented for a follow up in clinic. It was noted, that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.